Event description:
During a remote follow-up, the app was unable to connect to the patient's device. During troubleshooting, the app was unpaired and then was not able to be paired to the patient's phone again. Additional information was received that the device was explanted and replaced. Further information was requested but was unable to be obtained. The patient is stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.